Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. The broken piece, measuring approximately 9.21mm x 4.63 mm in size, was not returned with the instrument. Additional observations identified through failure analysis: the instrument was found to have a dislodged grip tip. The dislodged grip tip, measuring 15.44 mm x 4.64mm, was not returned with the instrument. The instrument was found to have a broken conductor wire where the molded insulator and grip tip meet. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The instrument was found to have a broken chassis near the nose cover. The broken pieces were not returned, measuring roughly 11.18mm x 8.72mm and 19.69mm x 8.70mm in sizes. Components adjacent to this broken chassis did not show damage. .

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the operative tip of the fenestrated bipolar forceps instrument snapped during the case. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.